Manufacturer narrative:
(B)(4). Foreign: country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02448.

Event description:
It was reported that patient underwent a revision procedure approximately 4 years post-implantation due to implant fracture. It was further reported that no additional information is available at this time.

Manufacturer narrative:
Reported event was confirmed due to the review of medical records. Radiographs were provided and reviewed by a health care professional. Review of the available records identified fracture of the proximal aspect of the femoral implant. Lucencies are present within the lesser and greater trochanter consistent with osteolysis. Visual examination of the provided pictures identified the proximal body assembled with head. The proximal body and the distal stem were identified to be fractured. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.